Manufacturer narrative:
Patient's date of birth unavailable. Patient's sex unavailable. Patient's weight unavailable.

Event description:
This report was received from a distributor in (B)(4): a lead extraction procedure commenced; it is unknown to the manufacturer how many leads, the location of the leads or the indication for extraction. It was reported that a spectranetics lead locking device was chosen to provide a traction platform for the lead, but the lld did not progress to the distal tip of the lead. The physician used the guide wire for the pacemaker to insert the lld within the lead. Using a spectranetics 9f tightrail rotating dilator sheath, it was reported that the physician could not get through the calcification that was present within the vessel, in the subclavian region. The manufacturer became aware on 14 april 2020 that the lead and lld reportedly broke at some point during the procedure, and the lead with a portion of the lld inside the lead were cut, capped, and remained within the patient's body. The case was postponed; the patient survived the procedure. This report is being submitted to capture the lld which broke along with the lead, and the lead/lld cut, capped, and remained within the patient's body.